Event description:
It was reported that during a pta of multiple bare metal stents within a calcific left common femoral artery, the balloon of a pta balloon dilatation catheter allegedly ruptured and circumferentially tore from the catheter during its removal. The rupture occurred during the third inflation. An inflation device was used to inflate the balloon. During withdrawal of the balloon catheter, the physician felt some resistance and found that the nylon portion of the distal end of the balloon separated from the catheter, remaining within the patient. The physician used another pta balloon dilatation catheter to dilate the stents and this balloon pinhole ruptured. The patient then underwent a surgical cutdown at the location of the introducer sheath to retrieve the retained portion of the balloon, however, it could not be located. There are no flow limitations.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The investigation is underway.